Event description:
Serious injury involving one person. Pt has been wearing lenses since 1996 with no problems. However, last multipack, pt developed a corneal ulcer in right eye. Treatment of ciloxin every 30 mins for first 5 hrs and tapered to every 3 hrs. Pt was seen the following morning. Improved conditions with ciloxin. Ciloxin tapered to 4 times/day, for 3 days. Ulcer resolved and no staining on 1/31. Pt opened new lens from same lot. Pt experienced burning, but continued to wear till the end of the day in pain. Pt seen doctor again on 2/10 and was diagnosed with ulcer central pupil. Treatment of ciloxin resumed. Pt has resumed lens wear as of 2/14 with no problems.